Event description:
Same case as MDR ID # 2134265-2014-01909. It was reported that catheter removal difficulty and stent dislodgement occurred. The target lesion was located in the proximal right coronary artery (rca). A 24mm x 2.50mm ion stent, which was implanted at an unknown date was noted through angiogram to have a restenosis at the end of the stent. So a 20mm x 3.50mm ion stent was advanced to the target lesion however the device became stuck at the lesion. The physician pulled the device back however the stent came off from the delivery system balloon. The dislodged stent did not move and stayed at the proximal rca. An attempt was done to retrieve the stent but was unsuccessful. It was noted that the patient went to surgery but mostly for a left main lesion. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).